Event description:
It was reported that mold was observed on the lead inside internal package prior to use and that the package seal was not broken. The lead was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).